Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown; however, it was reported that the procedure was performed in 2016. According to the complainant, during the procedure, as they pulled the peg tube through the stoma site, the peg tube came all the way from the stoma site out of the patient. Reportedly, the procedure was completed with another bsc peg kit. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.